Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05043. Follow up revealed that the patient's anchors were revised and secured through surgical intervention on (B)(6) 2019, which addressed the issue.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-05043.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05043. It was reported that the patient is experiencing pain at the anchor site. As a result, the patient may undergo surgical intervention.